Manufacturer narrative:
The reported issue was resolved by replacing the gas delivery engine (gde). The device was not returned to carefusion, therefore, no failure evaluation was performed.

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(6) to repair the device and return it to service.

Event description:
The distributor in (B)(6) reported that during testing the device when the fio2% setting was turned above 21% the device had a noticeable internal leak and would stop ventilating and alarm "not ventilating".